Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device would not power up. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
Zoll medical canada evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, impedance testing, power testing using customer's battery only, ac power only, and with both battery and ac power only without duplicating the report. An internal inspection resulted in no findings. The device's ac charger was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.